Event description:
It was reported that during the implant procedure "the screw became stuck." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the lead was stretched and the inner insulation was kinked/buckled. Visual inspection noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly. Upon visual inspection it was noted that the lead was damaged during the implant process.